Event description:
The pt underwent a successful coronary artery bypass graft via minimally invasive approach. This procedure employs co endo cpb system, which includes the cannula which is placed in the femoral artery. Upon removal of the cannula, the surgeon noted a raised atherosclerotic plaque (intimal tear) at the artheriotomy site. He perforomed an uneventful endarterectomy with a saphenous vein patch. The event was classified as not serious per the physician on the case report form.